Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the pump powered on with returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was cracked below the grip pad. The pump's black box showed no evidence of short battery life however the alarm history showed multiple battery alarms. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.